Event description:
New information received indicates the implantable cardioverter defibrillator (ICD) continued to exhibit incorrect interpretation of signals which triggered inappropriate shock. Programming changes were performed. The patient was in stable condition.

Event description:
New information received indicates that the implantable cardioverter defibrillator (ICD) continued to exhibit incorrect interpretation of signals which triggered inappropriate anti-tachycardia pacing and inappropriate shock. No changes or intervention was reported. The patient was in stable condition.

Event description:
It was reported, the patient presented remotely via merlin.net. Review of the transmission revealed, the implantable cardioverter defibrillator exhibited incorrect interpretation of signals. Which, triggered inappropriate anti-tachycardia pacing. Programming changes were discussed, but no changes or intervention was performed. The patient was in stable condition.